Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 4:00 am. Pt stated he tested with his prodigy meter at 4:00 am and received a reading of 352 mg/dl. He didn't have symptoms of any sort but stated he went to bed and fainted, so his wife had to call medics. Medics arrived in a few minutes and took his glucose reading w/their meter. Per pt, it read 46 mg/dl. Pt was transported to the ER. He stated that the ER readings were fluctuating, and no meds involved in his treatment. Pt reported being released with a glucose level of 230 mg/dl. Discharge instructions were for pt to have his meter checked and to speak with his doctor. Pdc sent replacement w/prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Pt did not return suspect product(s). Evaluation could not be performed.